Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient developed a rash underneath the rear therapy electrodes. The patient's doctor recommended that the patient continue to wear the lifevest as much as possible but use cocoa butter on the irritated area. During a follow-up the patient reported that the irritation was about the same.